Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, needle breakage occurred when the needle tip was grasped and pulled out from the tissue after suturing. They only found that the tip part was broken when the needle was returned. They used x-ray but nothing had found. They judged that nothing remained in the patient cavity and the procedure was completed. It was also reported that the surgical time was extended by less than 30 minutes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted no sutures and five needles. One needle was received broken at the tip. Upon microscopic inspection, no instrument marks were observed near the break site. Unfortunately, as no sealed samples were returned, functional testing was precluded. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. However, probable causes could be attributed to mishandling the needle by grasping it at the tip or swaged end. If information is provided in the future, a supplemental report will be issued.